Manufacturer narrative:
Insulin pump passed the displacement test and rewind test. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected rewind anomalies noted. No unexpected back light anomalies noted. No unexpected battery out limit alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that low battery alert was not working and sudden power down. The customer¿s blood glucose level was unknown. The customer stated that back light was dim. The customer stated that slow to rewind on occasion. The insulin pump will not be returned for analysis.